Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the w18 flex cable was not fully seated inside the device. Physio reseated the w18 flex cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was determined to be the unseated w18 flex cable.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.